Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was not in patient use. The device's in-line filter was replaced to address the issue.